Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an insulin delivery occlusion due to tubing crimped by a belt clip during and after a meal announcement, resulting in hyperglycemia up to 340 mg/dl before insulin delivery was resumed and stabilized after uncrimping the line; later guidance included changing the infusion set and tubing and monitoring glucose. Symptoms included dry mouth and mild dizziness. Outcomes included transient hyperglycemia without hospitalization, medical intervention, or use of backup therapy. Investigation included user interview and troubleshooting with education on occlusion recognition, infusion set and tubing replacement, and avoiding meal announcements as a corrective action. Investigation of this case revealed an occlusion consistent with kinked or pinched tubing causing interrupted insulin delivery that resolved after restoring flow. It was concluded that the event was attributable to an insulin pathway occlusion from crimped tubing, with device function restored once the occlusion was cleared and with no further adverse outcomes.